Manufacturer narrative:
Batch review performed on 06 march 2018: (B)(4).

Event description:
On 06 february 2018 surgeon notified to the sales agent that a revision surgery will be necessary due to pain (the cause is unknown). On (B)(6) 2018 the surgeon revised the patient.